Event description:
The customer reported being hospitalized for low blood glucose approximately a year ago. The blood glucose reading was 238mg/dl at time of call. The customer stated that she was walking out of her bathroom and started to feel very tired. The customer went to lie down and she remembers walking up in the intensive care unit. The customer stated that she does not recall the cause of her low blood glucose and the insulin pump was disconnected from her body. It was stated that the device ran out of power and troubleshooting was not performed. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.